Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('migration/ perforation: fallopian tubes/malposition of essure device location of device: malpsitioned essure coil on the right side/perforation (fallopian tube(s)'), uterine perforation ('migration of essure device location of device: protruded out of medial cornea aspect of uterine serosa') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and premenstrual dysphoric disorder. Current weight 180 lbs. Concurrent conditions included uterine bleeding, menses irregular and pituitary adenoma. Concomitant products included duloxetine hydrochloride (cymbalta) from (B)(6) 2010 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced anxiety ("worsening anxiety") and irritability ("increased irritability"). In (B)(6) 2013, the patient experienced rosacea ("rosacea"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menopause ("early peri-menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flashes"), night sweats ("night sweats") and insomnia ("insomnia"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced back pain ("back pain/pain in low back"), undifferentiated connective tissue disease ("undifferentiated connected tissue disease"), nausea ("nausea"), pain in extremity ("pain in fingers/pain in toes/pain in calves"), mental impairment ("mental fog") and memory impairment ("forgetfullness"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), connective tissue disorder ("mixed connective tissue disorder"), feeling abnormal ("I just felt crappr from I think the anesthesia"), abdominal discomfort ("stomach upset"), dry mouth ("dry mouth"), dysgeusia ("metallic taste in my mouth"), depression ("depression"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder") and abdominal distension ("I've been feeling like my belly is just full of air and its so big and full I can't sit up very well"). The patient was treated with alprazolam, citalopram, hydroxychloroquine, reserpine (serenol), trazodone, azelaic acid (finacea) and surgery (on (B)(6) 2017 underwent novasure ablation, d and c and salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, menorrhagia, back pain, undifferentiated connective tissue disease, fatigue, gastrointestinal disorder, alopecia, headache, nausea, weight increased, menopause, vaginal haemorrhage, anxiety, connective tissue disorder, rosacea, migraine, hot flush, night sweats, insomnia, irritability, pain in extremity, mental impairment, memory impairment, feeling abnormal, abdominal discomfort, dry mouth, dysgeusia, depression, premenstrual dysphoric disorder and abdominal distension outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, alopecia, anxiety, back pain, connective tissue disorder, depression, device breakage, dry mouth, dysgeusia, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal disorder, headache, hot flush, insomnia, irritability, memory impairment, menopause, menorrhagia, mental impairment, migraine, nausea, night sweats, pain in extremity, premenstrual dysphoric disorder, rosacea, undifferentiated connective tissue disease, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for back pain, menorrhagia (heavy menstrual bleeding), breakage, undifferentiated connected tissue disease, psych injury related to essure, migration, perforation: fallopian tubes, discrepancy noted in date of birth (B)(6) 1976. Right essure device placed- 01coils seen at cornua. Left essure device placed ¿ 06 coils seen. Discrepancy noted in date of insertion (B)(6) 2012. Essure was deeply embedded into the anterior wall of her uterus, protruding thru the anterior fundal wall of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion post essure procedure. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries in the case, the following ones were described in social media report : abdominal distension, dysgeusia, dry mouth, abdominal discomfort, feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received:new events: "peri-menopause , abnormal bleeding (vaginal) , anxiety, mixed connective tissue disorder ,rosacea, migraines / headaches , migration of essure device location of device: protruded out of medial cornea aspect of uterine serosa , nausea, hot flashes, night sweats, insomnia, increased irritability, pain in fingers/pain in toes/pain in calves, mental fog, depression, premenstrual dysphoric disorder",patient history, lab data, treatment drug were added. On 10-oct-2019: fu 3,4 and 5 processed together. Quality-safety evaluation of product technical complaint. On 25-sep-2019: fu3 and 4 processed together. Pfs and social media report received : new events added: "I just felt crappy from I think the anesthesia, stomach upset, dry mouth, metallic taste in my mouth,I've been feeling like my belly is just full of air and its so big and full I can't sit up very well", reporter added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('migration/ perforation: fallopian tubes.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), undifferentiated connective tissue disease ("undifferentiated connected tissue disease"), psychological trauma ("psych injury related to essure"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, back pain, menorrhagia, undifferentiated connective tissue disease, psychological trauma, fatigue, gastrointestinal disorder, alopecia, headache, nausea and weight increased outcome was unknown. The reporter considered alopecia, back pain, device breakage, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, nausea, psychological trauma, undifferentiated connective tissue disease and weight increased to be related to essure. The reporter commented: received treatment for back pain, menorrhagia (heavy menstrual bleeding), breakage, undifferentiated connected tissue disease, psych injury related to essure, migration, perforation: fallopian tubes, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received ¿ case becomes incident. Previously reported event ¿injury nos¿ replaced by new specific events: breakage, migration/ perforation: fallopian tubes, back pain, menorrhagia (heavy menstrual bleeding), undifferentiated connected tissue disease, psych injury related to essure, fatigue, gi conditions, hair loss, headaches, nausea and weight gain were added. Essure indication, insertion and removal date were added. Patient date of birth and consumer address were added. Lab data and new reporter were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.